Manufacturer narrative:
This report is submitted on may 10, 2022.

Event description:
Per the clinic, the patient experienced intermittencies and no sound to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made ; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.